Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 2.2 cm and was located in the right upper lobe. Instruments utilized during the biopsy included both 21 g needle (4 passes) and forceps (4 passes). Imaging modalities were c-arm fluoroscopy and radial endobronchial ultrasound (ebus) with staging utilizing ebus. The diagnosis from pathology was adenoma/bronchial (benign). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.